Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient has a medical history of sciatica. It was reported that the patient¿s device ¿pretty much stopped working about there weeks ago. It was indicated that the patient fell very hard and broke their leg about 3 months ago that may have contributed to the issue. The rep ran an impedance check and found 3 electrodes/contacts were out of range. The rep stated that the worst one was part of the patient¿s programming. The rep programmed around all three contacts but the patient stated that the stimulation resulted in pain when they tried to get to therapeutic level. The issue was not resolved at the time of the report. It was indicated that the was being sent for x-rays. No surgical intervention occurred and it was asked but was unknown if surgical intervention would be planned. The event date was unknown, but the rep indicated that they¿d follow up for more information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-jun-18 from the health care provider (hcp) reporting that x-rays were done outside of the hcp network and the radiologist did not address leads. On (B)(6) 2019 they did an analysis and reprogramming of the device. Stimulation was restored but uncomfortable. The patient would bring the hcp the x-ray for review. The issue had not been resolved as they were pending a follow-up appointment. No further complications were reported.